Event description:
The customer contacted stryker to report that their device "errored when attempting compressions". In this state the device may not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the device and was not able to duplicate the reported issue. Review of software logs indicate the device's suction cup was not attached or the patient was too small but a conclusive cause could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available.